Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to door failure. A field service engineer performed cleaning, crimping and applied grease to all the latches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door failed. The customer stated that there was no delay in the dispensing of the medication, as they were able to obtain it from another station. There were no adverse events or injuries reported based on this event.